Event description:
Customer reported that he was hospitalized due to high blood glucose. The blood glucose reading was 440 mg/dl at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.